Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the top of the battery compartment was damaged, preventing the battery from being inserted into the compartment. A test battery cap was unable to secure to the pump. (B)(6).

Manufacturer narrative:
(B)(4).